Manufacturer narrative:
Product analysis summary: kinks were evident on the hypotube. There was no damage evident to the distal tip. The balloon folds were open, and the balloon was deflated. There was no damage evident to the proximal balloon bond. Crystallised contrast was visible in the balloon and inflation lumen. The device was placed in the water bath in order to disperse the contrast and aid inflation. Upon removal, the balloon failed negative prep. On pressurisation of the device, liquid was observed exiting the balloon working length. The balloon failed to maintain pressure. Upon visual inspection of the device, there was a longitudinal tear on the balloon material directly above the proximal markerband. The tear appeared clean and there was no lead in scratches evident. There was no other damage evident to the remainder of the device. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure an attempt was made to use a euphora rx ptca balloon catheter to treat a non calcified lesion. There were no issues noted to the packaging and no issues noted when removing the device from the hoop. The device was inspected with no issues noted. Negative prep was performed without issue. The lesion was not pre-dilated. Resistance was not encountered when advancing the device and excessive force was not used during delivery. It was reported that the balloon could not be inflated and contrast was observed to be leaking from the balloon immediately upon inflation attempt. The patient was reported to be alive with no injury.